Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma, and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture and capsular contracture grade iii.

Event description:
Patient reported right side "rupture", "pain and discomfort", "deformation" and "recall." It was additionally reported "baker grade iii" and "per-implant fluid." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Patient reported right side rupture and capsular contracture, baker grade iii with pain, discomfort and deformation. The device has been explanted.

Event description:
Patient reported right side "rupture", "pain and discomfort", "deformation" and "recall." It was additionally reported "capsular contracture baker grade iii" and "per-implant fluid." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, a5, a6, b3, b7, d4, d6a, g2, h4, h6,